Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle cup inserter handle was cracked, modular t handle was cracked, space block was cracked/chipped, and femoral impactor was cracked. Event did not happen in surgery. It was later reported the instruments were broken.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the pinnacle cup inserter handle was cracked, modular t handle was cracked, space block was cracked/chipped, femoral impactor was cracked and it did not happen in surgery. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the excel t-handle is broken in two pieces at the mid shaft intersection on the white handle. Broken fragments were returned for evaluation. No crack condition was observed. Previous investigations found based on the data acquired during failure analysis, the t-handles are cracking and breaking due to environmental stress cracking. This is due to a combination of normal loading/usage of the instrument and high cycle cleaning/decontamination over the life of the device. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the excel t-handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.